Manufacturer narrative:
A. Patient information not provided no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was constantly, contently, and audibly alarming. The batteries were replaced, but the alarms persisted. The mpu was replaced and intended to be returned for evaluation.